Manufacturer narrative:
H3) software logs have been received by the manufacturer. However, analysis has not been completed at the time of filing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The software logs were reviewed to investigate the cause of the artifact in the tmap and the burnt catheter. Software analysis found that the software was functioning as designed. It was noted that the damaged to the catheter may have been caused by mishandling. The power and timing laser applications did not exceed the recommendation. The heat and damaged development appeared to be as expected, the reported artifact was seen at the end of the last session. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735559, serial/lot #: (B)(4), ubd: 10-jul-2021, UDI#: unknown. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used for a neuro soft tissue ablation procedure. It was reported that intra-operatively, the first two ablations were typical. It was noted that the first spot seemed to burn a touch hotter than typical for the power (70%, 60%) used. The surgeon decided to advance the catheter a bit to get some more tissue distal. The fiber was advanced back to the starting point in the catheter and then the catheter was advanced a few millimeters. After a test dose, power was increased to 60% and artifact was observed on the raw tmap image after about 20 seconds. It was also reported that the tmap on the axial plane just disappeared. The laser was turned off by the surgeon. The whitish artifact continued to appear on the raw tmap image. They ran a few scans (dwi, t2, t1+c) to evaluate the artifact and did not think it was a bleed. After the scans were done , it was noted that there was some blood in the saline tubing exiting the catheter. When removing the catheter from the bolt, the resident felt some resistance, so they removed the bolt and catheter together instead of continuing to pull. The end of the catheter looked a little lumpy. The fiber itself was no longer straight but had a couple of bends in it. Both the surgeon and resident agreed that it did not look bent when it was placed into the catheter in the operating room. During transport, the catheter had gotten pulled back a bit and likely made the catheter bent, so it had to be advanced back to the starting spot. It was noted that it was possible that it was advanced too far either at this point or for the third ablation. The surgeon said advancing the fiber felt pretty smooth and didn't feel like they was pushing it in too much. A computed tomography (CT) scan was performed after the catheter was removed as an additional check and they did not see anything of concern. The patient woke up normally and there was no reported impact. There was no reported delay due this issue.